Event description:
It was reported that this artificial urinary sphincter was removed as the patient was dissatisfied as the device did not work. The pressure regulating balloon (prb) was not under the fascia as it had migrated from the initial implant location. A new artificial urinary sphincter was implanted. No patient complications were reported.